Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the symptoms are still continuing.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced vomiting, patient could not stand up, weak and very nauseous. The patients pupil was enlarged. Additional information has been received and stated that, patient visited surgeon post operation 1 day and surgeon stated that , he left too much ''glue'' or ''goo'' in her eye that's what caused her eye pressure to go so high. Surgeon put her on drops to lower pressure after he released some of it manually. The patient had used the cholinergic agonist eye drops to decrease the size of pupil. The size was decrease but still did not com to the normal. Additional information received from the consumer and stated that she sees fog was the lens being out of whack. The surgeon told to consumer that, the iol was tilted and not lying flat in the eye. The surgeon stated that, which was probably by the intraocular pressure. The surgeon had done the repositioning of iol and also told me that new lens would put if warranted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. All information has been reported by the patient. Reported 1 day post op surgeon indicated the eye was not flushed enough, which caused the high eye pressure issue. Surgeon prescribed drops to lower pressure after releasing some liquid manually. Pupil is smaller, but still somewhat dilated despite the prescribed drops. Patient stated the surgeon indicated the lens was tilted. Information was provided that repositioning surgery done on (B)(6) 2021. Patient is waiting on consultation results for future plan. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the physician stated that due to an astigmatism, her pupil is irregular and the lens in pulling towards the side with the spring. Scar tissue has started forming. The lens was over the membrane at the bottom, and under the membrane at the top. The consumer consulted with another physician and physician tried a hard contact lens on my eye to determine if it was a cornea issue. The physician tried the lens, and he determined the issue was not the cornea, and that even with the hard lens. The patient vision was only 20/50, which it is without the contact. The consumer is waiting for the surgeons opinion.